Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. The user reported experiencing lightheadedness, dizziness, and nausea prior to hospitalization and stated they had performed a supply change the night before the event but could not identify the cause of the hyperglycemia. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, a factory reset, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history identified that the user acknowledged high glucose alerts prior to hospitalization. Device records also showed that a breakfast meal announcement was entered during this period; however, it was unclear whether food was consumed. Review of device history did not identify evidence of device malfunction. Based on the available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 500 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.